Event description:
Pt reported leaking IV. Found to be leaking at extension set at connection to primary IV line. Changed out extension set and noted extension connector to be defective. IV site intact.